Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 due to diabetic ketoacidosis with a high blood glucose level of 368 mg/dl. The customer had been using the insulin pump system within 48 hours of high blood glucose level. The customer experienced nausea, vomiting, abdominal pain and difficulty in breathing. The customer was treated with insulin drip. The customer alleged the insulin pump for under delivery there was no response from corrections and mean boluses. The customer also mentioned that the insulin pump was not working. The insulin pump passed the displacement test. The insulin pump will not be returned for analysis.